Event description:
It was reported the pt ((B)(6)) lost stimulation. Surgical intervention was undertaken to explant the lead. Additionally, the physician noted the lead was fractured. The pt may undergo surgical intervention at a later date to add a new lead.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.